Manufacturer narrative:
(B)(4). A technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the flow sensor, and instructed the customer to call back if any additional information is needed.

Event description:
It was reported that a ventilator generated an error message and went into an inoperable state. There was no report of patient involvement. There is no report of serious injury or death associated with this event.